Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 332 mg/dl. The customer reported being hospitalized due to chest pains and shortness of breath. The customer also had blood clots at the time of hospitalization. It was also reported that the customer was bleeding at the site of the sensor insertion. No additional information was provided.